Event description:
It was reported that the patient passed away on (B)(6) 2024. Log files were submitted for review. The log file captured intermittent low flow alarms on (B)(6) 2024 from 3:18 until the driveline was disconnected at 3:54. The estimated flows were averaging from 2-2.4lpm and the pulsatility index (pi) was averaging from 1.4-2.7 during these events. There were no other notable alarm conditions or parameter changes. It was noted that the patient had passed away prior to the driveline disconnect.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively established through this evaluation. Furthermore, review of the submitted log files confirmed low flow alarms; however, a specific cause for the alarms could not be conclusively determined though this evaluation. The submitted controller event log file contained relevant events from (B)(6) 2024. The file captured a decrease in flow on (B)(6) 2024, resulting in intermittent and sustained low flow alarms for the remainder of the file. External power was ultimately disconnected, followed by a driveline disconnect, consistent with the termination of support after the patient expired. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed while the driveline was connected. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, describes alarm conditions (including the low flow hazard), as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.